Event description:
It was reported "loose cassette." There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional tests and found a defective downstream occlusion sensor (dso). Occlusion test was used. Event history log was downloaded. The dso will be replaced.